Event description:
During an implant attempt of the subject device, gaps in each of the defibrillation electrodes were seen under fluoroscopic observation while the lead was being manipulated. Reportedly, a "medikit 9fr sheath" was used to position the lead. Another lead was subsequently implanted using an "empath 10fr sheath".

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.